Event description:
Slow pulse rate discovered during persatine sestamibi stress test on 3/8/96. Pacemaker evaluation the same day showed decreased lead impedance and intermittent loss of sensing and loss of capture in the vetricle. Chest film unremarkable. Malfunction confirmed on 3/15/96. Lead abandoned and replaced at a medical center on 3/18/96.